Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. It was determined that the failures were due to improper handling (consistent with broach not properly secured prior to impacting) by the user (improper handling).therefore, the assignable root cause was traced to user error. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the adapter device would not hold the broach. During in-house engineering evaluation, it was determined that the adapter device failed visual assessment due to the guide pin being damaged. It was further determined that the device failed pretest for functional assessment due to not being able to attach and remove the attachments. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There was patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.